Event description:
It was reported that two screws broke at s1 bilaterally after being implanted for approximately 17 years. A revision surgery was performed, however, the surgeon was unable to get the proper angle to remove the screws so left them implanted. The adjacent level was added to the construct. X-ray evaluation by the manufacturer found two set screws had also backed out. The set screws were retightened in the screws during the revision surgery. This is report two of four for this event.

Manufacturer narrative:
Additional information. B6, b7, and h6: type of investigations, findings, and conclusions. Device evaluation: the screws were confirmed to have fractured by reviewing the provided x-ray. Potential cause root cause was unable to be determined. This event could possibly be attributed to the fusion not healing properly, as stated by the complainant. DHR review and related actions lot number is not known, so a DHR review could not be performed. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference reports 3012447612-2021-00169-1, 3012447612-2021-00222, and 3012447612-2021-00223.

Manufacturer narrative:
Reference report 3012447612-2021-00169. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two screws broke at s1 bilaterally. Over time, the fusion did not heal properly which caused the screws to break. An adjacent level fusion was done. The two screws were left in the patient since the physician could not get a good angle on them. Two new screws were added and original caps were used to complete the case. This is report two of two for this event.